Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp) and wanted a bigger prothesis. The pump and cylinders were removed and replaced with a new pump and cylinders. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. Patient had exit of input tubes from corporal bodies, some curvature, and complained of it being too short.